Event description:
Reportedly the patient underwent a cesarean, 10 days later, the patient was brought back to the o.r. Because the patient was experiencing tissue reaction to the sutures. Due to tissue necrosis of the lower uterine segment extending into the cervix, a hysterectomy was performed without complication.